Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states that the a caregiver brought the chair in to be repaired. The dealer didn't speak with the user of the chair to find out what happened to cause the weld to break.